Event description:
It was reported that the right atrial and ventricular leads exhibited electrical anomalies. It was suspected that the leads¿ insulations were breached. On (B)(6) 2017, both leads were capped and replaced. The patient was in stable condition throughout the event